Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t4-8. It was reported that the tip of the probe broke during use. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: probe bent in multiple locations starting ~120 mm from the end of the tip, with approximately ~33 mm of the tip missing and not returned for analysis. The bent tip, nature and location of fracture the surface suggests failure due to bend stress overload.